Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a patient was taken to the emergency room. A bd nexiva¿ diffusics¿ closed IV catheter system was placed in the right dorsal forearm and a film dressing was applied. The patient was taken to the operating room where the arm was tucked and anesthesia was used the IV to deliver colloids and blood products. Upon completion of the procedure it was noted that the arm was swollen and discolored. The bd nexiva¿ diffusics¿ closed IV catheter system was removed and discarded. A fasciotomy was performed and primary closure a few days later. There was no further report of treatment or medical intervention.

Manufacturer narrative:
Investigation results: since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this occurrence. Without defective sample or photo it is very difficult to determine the root of cause of this incident. It is not possible perform the DHR review because the batch number was not provided. We were not able to associate the reported defect to the mfg. Process. No CAPA was opened since this issue could not be confirmed as manufacturing related.